Event description:
It was reported, the handpiece was not running and getting hot. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). It was reported that the handpiece was overheating. During repair, the overheating could not be duplicated as the handpiece was not working on arrival. Several components, including the bearings and motor, were replaced due to corrosion and/or wear. The device was repaired and returned to the customer.